Event description:
A malfunction was reported by the caller on the pump, with no notable events occurring prior to the issue. The malfunction did not cause the customer's blood glucose level to exceed 500 mg/dl, indicating there was no adverse impact. Technical support provided information to reset the pump, assisting the caller through the process. After reset, the malfunction code did not recur, allowing the customer to continue using the pump. The caller was instructed to call back if any malfunction code recurred, which they acknowledged and understood.